Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)"), device expulsion ("migration of essure device location of device: uterus"), device dislocation ("underwent an ultrasound which confirmed migration of the essure") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. Cs00lu) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included levonorgestrel (mirena) and medroxyprogesterone acetate (depo provera). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("severe,debilitating menstrual pain, dysmenorrhea (cramping)"), mood swings ("hormonal changes (mood swings)"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), anxiety ("anxious"), depression ("depressed"), bacterial vulvovaginitis ("infection (bladder/urinary tract/vaginal) type: vaginal bacterial infections"), abdominal pain ("left abdominal pain") and incontinence ("incontinence"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy and she was required to undergo a hysterectomy with removal of the essure). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device expulsion, device dislocation, anxiety, depression, bladder disorder, urinary tract disorder and incontinence outcome was unknown, the genital haemorrhage had not resolved and the dysmenorrhoea, mood swings, bacterial vulvovaginitis and abdominal pain was resolving. The reporter considered abdominal pain, anxiety, bacterial vulvovaginitis, bladder disorder, depression, device dislocation, device expulsion, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, incontinence, mood swings and urinary tract disorder to be related to essure. The reporter commented: over the next several months,she sought treatment on multiple occasions for symptoms of severe, debilitating menstrual pain, abnormal bleeding and pain, among other symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: confirmed proper placement; on (B)(6) 2015: unilateral occlusion (left tube occluded). Ultrasound scan - on an unknown date: results: confirmed migration of the essure device. Most recent follow-up information incorporated above includes: on 13-may-2019: pfs received. Lot number and lab data added. Concomitant medication added. Events : perforation (fallopian tube(s), migration of essure device location of device: uterus, hormonal changes (mood swings), infection (bladder/urinary tract/vaginal) type: vaginal bacterial infections, bladder or urinary problems or changes, left abdominal pain, incontinence were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("underwent an ultrasound which confirmed migration of the essure") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe,debilitating menstrual pain"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (she was required to undergo a hysterectomy with removal of the essure). Essure was removed in (B)(6) 2017. At the time of the report, the device dislocation, anxiety and depression outcome was unknown and the genital haemorrhage and dysmenorrhoea had not resolved. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea and genital haemorrhage to be related to essure. The reporter commented: over the next several months,she sought treatment on multiple occasions for symptoms of severe, debilitating menstrual pain, abnormal bleeding and pain, among other symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed proper placement ultrasound scan - on an unknown date: confirmed migration of the essure device incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.